Manufacturer narrative:
Concomitant medical products: product ID: 3487a, serial#: (B)(4), implanted: (B)(6) 1996, product type: lead. Other relevant device(s) are: product ID: 3487a, serial/lot #: (B)(4), ubd: 01-apr-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of peripheral neuropathy. It was reported that the patient was requesting MRI compatibility guidelines for an unrelated MRI. They stated their ins was taken out because ¿it was migrating and it would zap them weird¿. They stated they had nerve pain so when they would take a breath it would zap them. The ins was not helping them anyway to they took it out but left a little bit of the leads in because of scar tissue. It was reviewed that since a part of the lead was still implanted they would not be able to have an MRI until it was removed. No further patient complications were reported as a result of this event.